Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack (lot#1313056) was returned for evaluation. Failure analysis of the patient pack revealed that one of the release buckle was missing. As a result, the reported event was confirmed. A possible root cause for the reported event can be attributed but not limited to wear and/or handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient pack had a broken controller pouch clip. The patient pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.